Event description:
It was reported that during a procedure the pin on the side of the vital rocket reducer disassembled, but that this did not impact the patient or procedure. Another rocket was available for use.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.